Event description:
The technician alleged that the head of the bed will not lower with cardio pulmonary resuscitation is pulled. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.